Manufacturer narrative:
A quattro catheter (lot # 69658) was returned to zoll (B)(4) for evaluation. Visual inspection found no visual discrepancies or issues. The returned catheter was connected to a pressurized inflation device. A leak was observed when the pressure was increased up to 65 psi. The leak was noted at the shaft (at the 45 cm depth marker). During manufacturing, all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Thus, it is probable that the shaft leak was caused by abrasive surface contact to the catheter during device operation. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter sn (B)(4).

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A (B)(6) female patient was hospitalized post cardiac arrest. The patient's temperature prior to the ivtm therapy was 36.2 degree celsius. No other adjunctive temperature management procedures were performed on the patient. A zoll quattro catheter was inserted into the right femoral vein by an experienced physician. Catheter insertion was smooth. The in dwell time of the catheter was three days. No error message on the ivtm thermogard console was noted. During cooling, fluid was noted around the patient's groin. The catheter was replaced and the patient was able to complete the ivtm temperature management therapy.